Manufacturer narrative:
MFR received date: 01 apr 2020. Type of reported complaint was changed to serious injury due to the customer reporting that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 24dec2019, date of report : 26dec2019. The field service engineer (fse) performed a preventive maintenance to the ventilator. The ventilator passed all testing and operated within the manufacturing specifications. There was no fault found. The ventilator was returned to customer for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019.

Event description:
The customer reported that the device stops after a while. The customer reported that the device shut down during use by emitting an audible alarm. It was necessary to disconnect everything to stop this alarm. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse sent the customer an email with the procedure to record log errors. The fse stated that they did not detect any technical anomalies in the logs. The fse asked the customer to confirm if there was an error message on screen at the time the issue occurred. The fse noted that the battery was old, and recommended that the customer replace the battery every 5 years. The fse recommended that the customer approve preventative maintenance for this unit. The customer requested a quote for the service. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.